Manufacturer narrative:
Correction: added implant date an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x- rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The tka (triathlon) was done in 2013. The patient complained of pain in the entire knee from the end of last year and visited to the hospital. The examination of the infection was negative, and the damage of the implant was not found. So, now follow-up observation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The tka (triathlon) was done in 2013. The patient complained of pain in the entire knee from the end of last year and visited to the hospital. The examination of the infection was negative, and the damage of the implant was not found. So, now follow-up observation.